Event description:
A materials manager reported during intraocular lens (iol) implant surgery, the lens would not position correctly. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history records review indicated the product met release criteria. There were no other complaints reported in this lot. The product investigation could not identify a root cause. Add'l info has been requested by phone, fax and mail on 08/13/2012 and 08/21/2012. A completed questionnaire has not been rec'd. (B)(4).